Event description:
The customer reported no image and scope communication error code-b30 during inspection for use, involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.